Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during testing, the external pulse generator (epg) output was 20-27, when the expected value was 80. The epg will be returned for repair. There was no patient involvement.